Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the system was implanted, the physician noted the atrial lead did not have enough slack. The pocket was opened and the lead was repositioned. No further information was available.